Event description:
An amphiprion deep pta balloon catheter was used in a patient to perform revascularization of the anterior tibial artery (ata) of the left leg; however, it was reported that during the procedure a dissection occurred. No treatment was required. Investigator reported that the event was not related to the study device. It was reported that approximately 7 weeks post procedure, a target vessel revascularization was performed. Investigator reported that the event was not related to the study device.

Manufacturer narrative:
(B)(4). Results: dissection, revascularization.

Manufacturer narrative:
Results: inherent risk of procedure: (occlusion). (B)(4).

Event description:
Approximately 25 months post the index procedure amputation of left digitus 5 was carried out due to necrosis. The investigator indicated that the event was not related to the study device or procedure. An amphiprion balloon was used during the previously reported revascularisation. Occlusion of the left anterior tibial artery was reported approximately 26 months post index procedure and was treated with an in.pact amphiprion paclitaxel-eluting pta balloon catheter.